Event description:
It was reported that: "drill bit broke during the surgery. Piece retrieved and no adverse consequences to the patient occurred."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.